Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Model#, catalog #, serial #, lot#, expiration date, other #, UDI# was unknown. No product information has been provided to date. Initial reporter also sent report to FDA was unknown. No information has been provide to date.

Event description:
It was reported that the pump under infused medication to the patient. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email on 07-sep-2022: issue occurred during infusion, but discovered when patient returned to the clinic for removal of therapy. No patient harm, however, the patient did not receive the treatment. Issue ongoing with other pumps. Date of event updated. Serial already provided. H6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.